Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) post ventricular pace (vp) during initial implant, so the right ventricular (rv) lead was repositioned and it went away. Today the twos post vp is back. The device was reprogrammed and the rv lead remains inuse. No patient complications have been reported as a result of this event.